Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a balloon rupture was noticed. While the physician was unpacking the 12/2.5mm maverick2 monorail balloon catheter, the balloon looked like it was defective. It was noted that the balloon looked like it had ruptured; however, according to the physician, the balloon had not been inflated. The balloon was not used and the procedure was completed with another of the same device with no pt complications reported. The pt's current condition is listed as "fine".